Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the needle separated from the sensor while pulling the serter straight up. The needle hub came off. The blood glucose reading was 78 mg/dl. The customer reported that it was due to user error and no troubleshooting was performed.